Event description:
Pmi clinical specialist was called to the cardiac cath lab at 9:30pm in 2005 to check out the du. Earlier in the day they had a pt that they needed to use aj on but they were unable to get the du to work. The pt ended up dying. Staff stated that the pt had a very large thrombus in the left main following angioplasty of the lad. The pt was deteriorating fast. They do not remember if they had the du turned on before they loaded the pump. When they tried to prime the catheter they noticed the "failed self test" alarm and it would not prime. They then removed the pump set and proceeded to setup and when were ready to prime it said "failed self test". At this time they abandoned angioject and did not call technical support. A cardiovascular surgeon was called to open the chest, he performed cardiac massage but the pt did not survive. After the case the techs setup the aj with the same equipment and it worked. When rep arrived at the hosp, rep could not reproduce what happened. Rep called technical support to find out if they had ever heard of this problem. They had not and did not think it was possible. Adminstration at the hosp closed the e.r. To ami's until co could get them a new drive unit. A drive unit was borrawed it arrived around 4am. The next morning arrangements were made to have a loaner sent from possis and to have their drive unit checked out at possis. Rep spoke with dr. The following day and he felt the pts only chance have been aj.